Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed vancomycin (vanc) result on a patient sample obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data files and the information provided by the customer. Calibration was acceptable and within specifications. There were no process errors and no dimension vista 500 system performance issues. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with other patient samples, indicating that the vanc assay was performing acceptably. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously depressed vancomycin (vanc) result on a patient sample on a dimension vista 500 system when the sample was reprocessed. The erroneously depressed result was not reported to the physician(s). The same sample was reprocessed on the original dimension vista 500 system. A higher reprocessed result was obtained, considered correct, matched the prior initial result obtained for the same sample, and reported. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed vancomycin (vanc) result.